Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient¿s lead incision site was not healing well. The physician decided to replace the leads. The patient is recovering and there have been no reports of further complications regarding this event.